Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, foreign material was found clogging the nozzle. Additionally, the flexible adjustment ring, the grip, the switch box, both control knobs, and the cover unit all had scratches present. The connector and the charged coupled device unit both had corrosion present due to water invasion. The label on the connector was peeling. The coating on the universal cord was peeling. The lever was damaged, and the knob could not be locked securely. Damage to the air/water flow tubing had compromised the water supply and removal amounts out of specification. The connecting tube also had buckling present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii colonovideoscope was experiencing air function issues during procedure preparation. According to the initial reporter, bubbles were forming. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation it was discovered that this subject device had undergone insufficient reprocessing as foreign material was found in the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material. The user facility was deemed to have reprocessed the device in accordance with the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.